Event description:
Description of event according to initial reporter: "they deployed the first one and when they deployed it and removed the system, the filter didn't open. So they had to retrieve the filter. User had to use the cook gtrs to retrieve this filter. ((B)(4)) when they retrieved the first one, they put in and deployed the second one and it didn't open. This filter was also retrieved. ((B)(4)) when they retrieved the second one, they tried to put the third one in and the third one got stuck in the sheath. Then they pulled the whole system for the third one and put a fourth one and deployed it lower and it opened just fine. ((B)(4)) additional time and retrieval required but all took place in the same procedure." Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.